Event description:
It was reported that a device was used during a low anterior resection. When the device was fired the knife did not come out and the staples did not form the b shape. After firing, it was very difficult to remove the device. A colostomy was placed and the final part of the operation was postponed.